Manufacturer narrative:
(B)(4). Concomitant medical products: 00434903611 glenosphere 36 mm diameter lot 63697037, ep-115394 e1 44-36 std +3 hmrl brg lot 198470, 113604 comp primary stem 4mm micro lot 396630. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient underwent a revision surgery. During this surgery the surgeon was unable to reduce the glenohumeral joint. A second revision surgery was done in order to replace the stem. The second revision surgery was completed successfully. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that zimmer biomet warsaw design control products were not involved in the reported event. These products were implanted after the reported complication occurred.